Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with the handles slightly separated at handle assembly area. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 18 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the finding or caused the incident reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device delivered malformed and scissored clips. Another device was used to complete the procedure. There was no patient consequence reported. No additional information is available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.